Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by thermal damage to distal tip which damaged the channel and distal tip and resulted in working channel blockage. This failure mode was attributed to use error rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported the urologist was unable to pass the laser fiber through the working channel. Opened a new scope and the second one worked fine.no death or (unanticipated) serious deterioration in state of health reported.